Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic. Interrogation showed their right ventricular lead was exhibiting lead noise causing pacing inhibition. The patient complained of feeling light headed. The physician performed programming changes. The patient was stable throughout.